Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to charge. Complainant indicated that the clinician may have forgot to press the charge button. Upon the second attempt the device was able to charge, however it was reported as a slow charge time. It is not known how long it took to charge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the device performed to spec. The device was recertified and returned to the customer. Review of the activity logs indicated that the user attempted to press the shock button was then pressed. However, the shock button was immediately pressed without allowing the defib to charge up to the selected energy. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.